Manufacturer narrative:
Approximate age of device ¿ 6 years and 4 months (calculated from the date when the system controller was issued to the patient.) Device evaluation: the evaluation of the returned system controller revealed a compromised white power cable with shorted internal wires resulting in critically low voltage levels being provided to the system controller. As a result the system operation was compromised. Although a specific root cause for the conductor breakdown observed in the white power cable was not determined, it appeared that the damage was a result of repetitive bending or twisting of the power cables. The retrieved primary system controller data log file contained approximately 7 hours of events, recorded from time stamp of day 363, 11 hours and 34 minutes to day 363, 18 hours and 10 minutes. The information recorded from day 363, 18 hours and 9 minutes to day 363, 18 hours and 10 minutes, indicated the system controller was powered by a power module and the supplied voltage was decreased from an expected 14v to 9.5-11 v, followed by a complete loss of power. The low voltage levels were accompanied by low battery hazard alarms. The power save mode flag was also recorded. After the power was restored, the system continued to operate powered by these critically low voltage levels (9.7-11.0 v) for approximately 5 minutes when speed reductions to 0 rpm were recorded and accompanied by various alarm conditions, including low flow hazard, low battery hazard and pump disconnected alarms. The atypical system operation described above continued for approximately 3 minutes when a complete loss of power was recorded. The remaining data, approximately 2 minutes, indicated that the atypical condition continued even when the power restored. A review of the device history records revealed the device met applicable specifications. The evaluation of the backup system controller found it functioned as intended during full functional testing and when operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016 emergency medical services (ems) contacted the vad coordinator to report that they had responded to a call and upon arrival at the home found the patient unconscious. It was reported to them that the patient had attempted to exchange the system controller due to alarms. The ems responders stated that the only alarm occurring on the display at that time was low voltage. After changing to new batteries, the alarms did not stop. The system controller was then exchanged to the backup system controller and the alarms ceased shortly after. The ems responders stated that the power leads felt extremely hot when they were exchanging the primary system controller. The patient was transported to the implanting center emergency department. The power module was also brought along and was alarming with every light on. After further assessment of the event, the vad coordinator reported that it was believed that the patient first noticed the trouble with the system controller and was able to disconnect one power source in the process of exchanging the system controller prior to passing out. The patient's spouse found the patient with the percutaneous lead still connected to the primary system controller with only one battery connected. The spouse reportedly attempted to switch the system controller but "froze up." The patient expired on (B)(6) 2016. It was reported that when the primary system controller was connected to a system monitor at the implanting center, the vad coordinator was able to download data, but it would not allow the system controller history to be viewed. It was noted that the white power lead was smoking at that time and was disconnected immediately. The power module that the primary system controller was connected to for downloading the data then lit up and became no longer functional. No additional information was provided.